Event description:
I experienced severe redness, runny eyes, morning crusting and goo on my eyelashes. I also experienced itching, burning, and dry eyes. I experienced blurry vision and was unable to wear my contact lenses during my recuperative period. My ophthalmologist prescribed antibiotic drops -two different types- and both did not cure the eye infection. He finally had to prescribe steroid drops to alleviate some of the symtpoms and I had to just wait until the infection finally subsided.